Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) was confirmed due to bent pins and the knit lines being damaged causing the trunk cable connector to not fit securely on the monitor. The electrode belt did not pass a latch test. The root cause for the damaged pins and knit lines on the connector was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector latch does not secure with monitor